Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that it was due to an issue with reprocessing. The events can be detected/prevented in accordance with the following instructions for use: reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope was incorrectly reprocessed and residue was observed on the distal tip of the scope after reprocessing. The issue was observed with the customer's inadequate reprocessing process. There were no reports of patient involvement.